Event description:
Surgery date 2003. When the surgeon was trying to remove the distractor tip from the disc space, it moved anteriorly and was unable to be retreived. No complications to the patient.